Event description:
Reportedly, lead polarity configuration was reprogrammed to bipolar in the box. All lead tests were normal at implant via psa and post implant through the programmer. Upon connection of the device to the lead, pacing did not occur for at least ten seconds and the patient had no intrinsic rhythm. The device was placed in the pocket but there was also a five second period of asystole (pacing eventually occurred approximately 15 seconds after the initial connection). An isoprenaline pump was used during the procedure. According to the customer, the auto launch algorithm on connection (uni +bi) could be more susceptible to external interference than the option of fixed bipolar pacing on connection.